Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. The patient experienced intolerable myopia. The customer is unsure when they first complained. There were no other adverse events and no patient injury. Pre-operative distance vision was reported as 20/30. Their post-operative near vision was reported as 20/25. There is no further information regarding this event.

Manufacturer narrative:
Section a3a, sex: unknown/not provided. Section a3b, gender: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2025 through (B)(6) 2025. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided, not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 21, 2025 section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed the lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned and inspected revealing one lens half was partially cut and had a torn edge. The physical characteristics of the received lens was confirmed to match that of a dib00 model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.